Event description:
Patient returned to her daughter's home after hospitalization for bleeding. The first time the patient was left alone, she disconnected her device from the power source. She was found within an hour by her grandson. Her death was ruled a suicide.